Event description:
During intraocular lens (iol) implant surgery, a broken haptic was noticed after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Three weeks post-op the patient's corrected visual acuity was 20/25. The patient's outcome at that time was good.